Manufacturer narrative:
Date of follow up that revealed an endoleak is unknown, as not provided by reporter. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to graft migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. Without films, images or other detailed information, no definitive cause can reported at this time. Possible contributing factors could be the condition of the fixation area, aorta angulation, initial device placement, and/or anatomical changes over time. A request has been placed with the physician for films/images of the procedure. From correspondence with the physician, the patient was given less invasive options, but chose to have the graft explanted and undergo an open surgical repair. We will continue to monitor for similar incidents.

Event description:
A male patient underwent aaa repair in 2008. The patient received a zenith main body and three zenith iliac legs. Dsa in the cath lab at completion of the procedure did not demonstrate any endoleaks. During a follow-up, the patient was subsequently noted to have a type I endoleak, secondary to migration on the device. The patient was given a number of options for intervention, and elected to go with explantation of the device and a standard abdominal aortic aneurysmectomy. This procedure was completed without any incidents in 2009. Patient's outcome is unk.